Manufacturer narrative:
(B)(4).

Event description:
It was reported that a fracture of the right ventricular lead was suspected. No patient symptoms were reported. The lead was capped and replaced during a device changeout procedure. The patient was noted to be in stable condition throughout the event.